Event description:
The ICD was implanted on april 8, 2020. The follow-up found that the device was eri on (B)(6) 2022. The device remains implanted at this time with plans for replacement soon. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the eri battery status, a number of 416 charging cycles were recorded to the devices memory. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. In a next step the memory content of the device was inspected. The inspection, especially of the available iegms, revealed a normal and expected device behavior. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the ICD was fully functional. The eri battery status was as expected.